Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the device history record was reviewed for the suspected contour next one meter with serial # (B)(6) and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer reported that he was unable to replace the batteries on the contour next one meter, as he was having difficulty sliding the back cover of the meter to replace the batteries. As the meter was dead and the batteries could not be changed, the customer was unable to perform blood glucose testing. The customer's blood sugar level was high and he was hospitalized due to stomach paresis and was constantly vomiting and had stomach pain. No further event details were provided. The device is not expected to be returned for evaluation.